Manufacturer narrative:
Date of event: exact date unknown. Event occurred mid (B)(6) 2021.

Event description:
It was reported that the patients ipg would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as the hospital would not release it.